Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a loss of connection issue occurred between the transmitter and the pump. Reportedly, the pump and transmitter regained connection after the customer started a new continuous glucose monitor (cgm) session. No additional patient or event information was available. The customer declined assistance from tandem technical support regarding the reported issue.